Event description:
On (B)(6) 2011, we received an initial report from (B)(6) (via (B)(6) the rayner sales specialist) explaining that following vitreo-retinal surgery three suspected cases of opacification had been observed in patients thought to be fitted with rayner iols.

Manufacturer narrative:
This event has been allocated the reference number (B)(4). At the time of writing this initial report we have very limited information available. Contact has been made with (B)(6) in order to gain all of the information that is required to conduct an investigation into the reported opacification following vitreo-retinal surgery here at rayner. Rayner has been advised that the iol associated with this report remains implanted.